Event description:
The representative reports that the impedance is drastically changing with each measurement going from normal in the 500s to less then 200 ohms. The chest x-ray is normal. The atrial lead impedance is also fluctuating between 500s to greater than 3000 ohms. The lead remains implanted.

Manufacturer narrative:
We were notified that this lead was explanted and replaced on (B)(6) 2015. It has not been returned for analysis. It was reported that this rv lead and the patient's ra lead were explanted due to subclavian crush.